Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as ¿patient was difficult to treat due to life situation.¿ the pdrn stated the patient had a very unclean environment to perform pd therapy and there was a probable touch contamination. The peritonitis was manifested by decreased appetite, right upper quadrant stomach pain and cloudy effluent. Five days after the onset of peritonitis, the patient was admitted to the hospital for peritonitis. On an unreported date the patient was treated with vancomycin and ceftazidime, intraperitoneally (ip, dose and frequency not reported) for peritonitis. On an unknown date while hospitalized the patient discontinued pd therapy and was scheduled to begin hemodialysis but refused. Two days after admission to the hospital, the patient was discharged home. On an unreported date the patient recovered from the peritonitis. Additional information was not available.